Event description:
It was reported that the customer experienced unexplained high blood glucose levels and that an infusion set change in the morning did not lower the levels. The customer stated that the blood glucose was still high after an infusion set change, so she treated with a manual injection. The blood glucose reading was 425 mg/dl. She stated that she took the infusion set out and observed drops of insulin coming out at 1.45 units delivered; she was concerned that this was incorrect. The blood glucose reading after treatment was 206 mg/dl. She complained of excessive thirst. Upon troubleshooting, it was found that the infusion set cannula was bent. She was advised to change the infusion set, reservoir and insulin. Troubleshooting deemed that the insulin pump was working as designed and also passed the high pressure test. The most recent blood glucose reading was 186 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.